Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed displacement test and self test. Sleep current measurement and active current measurement within specifications. No unexpected blank display anomaly noted. However, moisture damage noted on electronics assembly, motor and vibrator motor. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a blank display. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. Customer said the screen went blank after running the device on low battery and swimming for an hour. Customer tried changing the battery, but the screen remained blank. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.